Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3 rows a to c were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 row a-c not detected on bus. The field service engineer (fse) cleaned and inspected the drawer, found a medication spill affecting row a, with no thermal or visible damage. The row board was replaced with a used good part, and all row board cable connections were reseated. The system functioned as intended after the field service engineer resolved the issue.